Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. There were thirteen inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing. Fifty non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(6) 2016. Were 6652 v-sics since last session 4.6 days ago. Lead failure predictor triggered on (B)(6) 2016 for v-sics and non-sustained. Right ventricular pace impedance steady at approximately 400 ohms through (B)(6) 2016, rises out of range on (B)(6) 2016. The partial lead was subsequently returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The lead exhibited noise and high impedance. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.